Manufacturer narrative:
No evaluation possible as the device was not returned. Due to the potential risk we decided to report this case.

Event description:
Customer service was contacted on (B)(6) 2018 by rep. Who stated: slippage. Rocker arm lose.

Manufacturer narrative:
At the inspection of the device, no root cause was detectable. We suspect rough handling of the device. But as we could not exclude that the improper sliding of the extension arm may have contributed to the reported event. However due to our experience we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The device was not regularly inspected as part of the annual inspection program. Potential problems may and can go undetected.